Event description:
A patient's download revealed can com time outs and multiple service codes 107. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon evaluation, it was found that the trunk cable connector was cracked causing intermittent communication failures. The root cause of the cracked connector cannot be positively identified, but was likely a result of excessive force. The belt was fully functional once the trunk was replaced. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.